Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06093. It was reported the patient¿s ipg has shifted up toward the surface of the skin and is causing pain at the ipg site. Additionally, the patient is not receiving effective therapy for lower extremity bilateral coverage from the system. The patient has already been reprogrammed once, but the paresthesia has changed. The patient is not interested in having x-ray to determine if the lead has migrated. Follow-up indicates the patient has been scheduled for a full system explant. Surgery intervention is pending.